Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-05503. It was reported (B)(6) the patient¿s leads at t12 were migrated and were fractured. In turn, the leads were explanted and replaced on (B)(6) 2018, with another model. Later, the entire system was explanted (reference MFR. Report# 1627487-2018-05039 & 1627487-2018-05040).